Event description:
In 2008, baxter rec'd a report of a sys error 2240 alarm during dwell of therapy using the homechoice system and the pt later developed peritonitis. The home pt reported a fill bag fell of and became disconnected. On 03/13/2008 baxter became aware that the female pt was diagnosed with peritonitis on the following month. The pt presented with cloudy effluent and abdominal pain. The pt was not hospitalized but was treated with ancef 2 grams daily that same day through the following days, and fortaz 2 grams daily on four days after the original date. The pt has recovered.

Manufacturer narrative:
Device was discarded and could not be evaluated.